Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device packaging was damaged due to bulging IFU paperwork inside the box. The product was located on a shelf and not involved in surgery. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned product determined that the shrink wrap has split along the seam and the packaging does appear to be bulging. Product was opened and it was determined that the packaging contained a IFU, patient labels, and the inner sterile packaging with the product. The seal on the inner sterile packaging has not been opened and sterility has not been compromised. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing deficiency and operator error as the operator placed the IFU in the incorrect location however there are no work instructions or specifications that instruct the operator how to place the IFU in the box. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.